Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 12 in the mouth, primary stability was achieved in type I bone. The implant was removed after a torque wrench broke inside the implant. Another implant was not placed successfully in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
On the day the implant was placed in ada site 12 in the mouth, primary stability was achieved in type I bone. The implant was removed after a torque wrench broke inside the implant. Another implant was not placed successfully in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).